Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that 100ml of infusion was left in the container. Subsequently, the administration set was changed. No patient consequences were reported. No adverse effects were reported.